Event description:
It was reported the patient received the following results within 15 minutes: in the 100s mg/dl with the accu-chek aviva meter and between 500 mg/dl and 600 mg/dl with an professional meter.